Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during servicing, the device was for sterilization in autoclave at standard temperature indicated by the manufacturer but the device did not support the temperature damaging its insulation on its first use. There was no patient involved in this event.

Manufacturer narrative:
The product was not returned; however, a picture was provided by the customer for analysis. The provided information was not adequate to determine if the device met specification. The picture showed a bag containing the device. The reported condition was not confirmed. Without the product a detailed investigation could not be performed. The file will be closed as unconfirmed at this time. If additional information is obtained, or the product is returned, we will re-open this investigation. The product was not returned and no failure mode was identified. The reported complaint mode will be utilized for trending purposes. No corrective action is required, because no failure mode was identified, since the product was not returned. The provided information was inadequate to determine a root cause. If information is provided in the future, a supplemental report will be issued.